Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the customer was unable to recall the amount of insulin that the cartridge had been filled with. There was no impact to the customer's blood glucose level. Reportedly, the customer completed the load process successfully and resumed insulin delivery.